Event description:
A customer reported that unexpected negative results were obtained with a sample originally tested on (B)(6) 2011 on the galileo echo instrument ((B)(4)) and that a delayed transfusion reaction had occurred.

Manufacturer narrative:
Result image files from the echo were reviewed by an immucor technical support specialist. Samples visually appeared to be positive for cell 2 of the 3-cell screening assay. An immucor field service engineer performed the unexpected reaction checklist with no deviations identified. The instrument is performing as expected. The customer was advised per customer communication (B)(4), to visually inspect the test wells of all negative results obtained on the echo for antibody screening and identification assays prior to release of results.